Manufacturer narrative:
The automated impella controller (console) was received for investigation. Upon inspection and start up, there were no bars on the battery display. Event logs show that the console was not powered on (and most likely not plugged into ac) for over 9 months. The cause of the battery failure alarm was due to depleted batteries. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported during an impella connect installation, the automated impella controller booted up with a battery failure alarm. Despite troubleshooting, nothing resolved the battery failure alarm. There was no patient involvement.